Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # p58p23. The following information was requested, but unavailable: can you please explain how the device misfired? Did the device lock-out (no staples deployed and no cut line started)? Or did the device partially fire (start to deploy staples and cut but could not be completed)? Did the device deliver any staples into tissue? If yes, were the staples formed properly? If yes, what was the appearance of the staples? (B-formation, irregular, legs straight)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Please explain.

Event description:
It was reported that during an unknown procedure, after engaging staple load the doctor said the stapler jammed and stapler only partially released. When the doctor was able to detach stapler the staples in the cartridge load were bent and twisted. Scrub tech unable to remove stapler cartridge from stapler. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch number: p58p23. Investigation summary: the analysis results found that one pcee60a device was returned with the anvil bent upwards and with a gst60w reload not loaded on the device. The reload was received fully fired with the cartridge deck damaged. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. (B)(4).